Event description:
It was reported that during a da Vinci-assisted surgical procedure, the customer stated multiple ground pads was having intermittently detecting issues. The site managed the issue and was able to complete the procedure with no reported injury.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported complaint. The FSE was not able to reproduce the issue, and no abnormalities were observed during system inspection and testing. As a proactive measure to prevent potential recurrence during future procedures, the FSE did replace the VIO Integrated ElectroSurgical generator Unit (IESU). The system was tested and verified as ready for use.As of the date of this report, the IESU has not yet been received by ISI for evaluation.